Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: please provide details as to how the reload did not work. When the stapler is fired, the blade does not advance. The recharge staples are checked but they did not come out either. They change recharge and the same situation happens. Did the reload lock out and would not work? Yes. The recharge was blocked. Did the reload begin to staple and cut, but then jammed? The blade advanced at the start of the shot but blocked. The stapler was subsequently checked by opening and it was observed that the staples did not come out. Was the device fired across a staple line? Yes. But it does not advance the blade completely and does not make the staple line. Did the device cut? The start of the shot cut a part. Then hangs up and doesn't finish cutting and stapling. If the device cut, was the cut line complete? Not. Are the cut line and staple lines equal? Not. Short at start but does not staple and hangs. If the device cut and stapled, were there any staples missing from the staple line? No staples are evident. How was the procedure completed? Yes. The third refill opens and the stapling and procedure is finished". If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colon resection, reload did not staple. Another reload is opened but it does not work. Staples do not come out. The procedure was delayed by 15-minutes. The procedure was successfully completed with no patient consequences.